Event description:
It was reported that patient underwent a full spinal cord stimulator (scs) explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7070412. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 25603884.

Event description:
It was reported that patient underwent a full spinal cord stimulator (scs) explant procedure due to an unknown reason. Additional information was received that all explanted devices will not be returned per hospital policy. No further information could be obtained despite good faith efforts.